Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition where the "screen keeps flashing". This condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the "screen keeps flashing" was not confirmed during product evaluation by baxter service personnel. None of the investigational tasks confirmed the reported problem; however, failure code 199:xxx was the last to occur before the device was sent in for service. This failure code was confirmed and attributed to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. The device has not been serviced by baxter prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This device is a colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.